Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ii ventilator was on a patient alarmed low minute ventilation and low tidal volume. The patient was disconnected from ventilator and started bag valve ventilation. The patient was placed on another ventilator with no ventilation issue. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite ran full user diagnostic test, including several leak test and unit passed all test within manufacturer specifications. Operational verification procedure was performed and the unit passed within manufacturer specifications.